Event description:
The laser fiber was connected to the laser and the laser was in the stand-by mode. Staff in the room noticed a green glow out of the middle part of the fiber. The fiber was disconnected from the laser, handed off the sterile field and saved. A new fiber was opened to the sterile field and worked without incident. Manufacturer response for laser fiber, flex-guard 272 laser fiber (per site reporter): the sales rep was notified by or manager. Reporter is not aware of response.